Event description:
It was observed that during the device evaluation, the video system center had damage on the connector, and error e315 was displayed. There was no patient involvement.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on the connector, error e315 was displayed. In regard to the damage on the connector, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.